Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had alarm-error codes/messages of 210.5020. There was no patient involvement.

Event description:
It was reported that the device had alarm-error codes/messages of 210.5020. There was no patient involvement.

Manufacturer narrative:
Correction: report source, report source other. Additional information: imdrf annex a,b,c,d and g grid, manufacturer narrative(chr, DHR and shr). Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible,b17 - device not returned, c20 - no findings available, d15 - cause not established. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 06aug2016. The review was performed from the date of manufacture to the present date 02aug2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue.